Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) pump due to pain in the scrotum. The pump was infected. The wound was washed out and a malleable penile prothesis was implanted in place. The patient reports discomfort, pain, infection, erosion, extrusion, anxiety, fever and a burning sensation. The patient's outcome was reported as fully recovered.